Event description:
Event description: boston scientific crm rec'd information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired for unspecified cause. The pt's family alleges that the device malfunctioned resulting in the pt's death.

Manufacturer narrative:
H6: not returned. Event conclusion the pt's following physician was contacted. The physician was not aware of the pt's death, and the physician's records indicate the pt was last seen approximately one month after implant in 2005. No further info was available from the field. As of today the device was not been returned for analysis. No additional info is available at this time. If additional info becomes available, the event will be reopened.